Manufacturer narrative:
As reported, the sealant of a 5f mynxgrip did not deploy. The sealant was stuck to device components. Hemostasis was achieved with manual compression. There was no reported patient injury. The device was used in a diagnostic procedure using a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little to no vessel tortuosity. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. There was no resistance/friction experienced as the mynx vcd was advanced through the sheath. The device storage temperature did not exceed 25 °c. There was no significant resistance when shuttling down. There was no excessive force applied when shuttling down. There was no unusual force applied when retracting the unknown sheath. There were no kinks in the unknown sheath or device after removal. The user was trained to the device. The device was stored and prepped according to the instructions for use (IFU). Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will not be returned for evaluation. The reported event of ¿sealant-failure to deploy¿ could not be confirmed as the device was not returned for analysis. The exact cause of the failure to deploy event reported could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the reported issue. However, it could be related to procedural/handling factors, such as incomplete shuttling down of the shuttle, since there were no reports of resistance experienced while shuttling down or retracting the shuttle/sheath. According to the IFU, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Based on the information available for review, there is no indication that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the sealant of a 5f mynxgrip did not deploy. The sealant was stuck to device components. Hemostasis was achieved with manual compression. There was no reported patient injury. The device was used in a diagnostic procedure using a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little to none vessel tortuosity. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. There was no resistance/friction experienced as the mynx vcd was advanced through the sheath. The device storage temperature did not exceeded 25 °c. There was no significant resistance when shuttling down. There was no excessive force applied when shuttling down. There was no unusual force applied when retracting the unknown sheath. There were no kinks in the unknown sheath or device after removal. The user is trained to the device. The device was stored and prepped according to the instructions for use (IFU).other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will not be returned for evaluation.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.